Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion located in the lcx with moderate calcification and vessel tortuosity; the lesion had 80% of stenosis but totally occluded artery. The device was inspected and prepped as per IFU prior to use with no issues noted. Negative prep was performed with no issues noted. The physician proceeded to pre-dilate the lesion and attempted delivery of the resolute integrity device but resistance was noted. During removal after failed delivery it was noted that the stent was displaced proximal to the balloon on the shaft with obvious stretch damage. The physician proceeded to dilate the lesion again and deploy another resolute integrity device. It was noted that resistance encountered was due to patient anatomy. No patient injury reported.